Event description:
It was reported that leaks were identified during the use of three (3) vial-mate adapters and a small amount of liquid was left in the vials. The leaks were discovered in the pharmacy before use with a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4: expiration date (update ni to n/a), g4, h4, h6, h11. Correction: d1, d3, d4. H4: the lot was manufactured between march 20, 2024 and april 02, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: removal of information in section f related to importer - the follow-up #1 report inadvertently included information in f7: follow - up #. This information is being removed as this MDR is a manufacturer MDR (and not an importer MDR).